Event description:
It was reported to covidien that sensor was providing low readings. No pt harm reported.

Manufacturer narrative:
Customer returned 2 maxi - 1 sensor from lot number 122290063x, manufacturer date (B)(4) 2012, sensor from lot number 2146051x, manufacture date (B)(4) 2012. Customer did not clearly identify the sample that was allegedly providing low readings. Per failure investigation, both samples passed visual, functional and simulation tests.